Event description:
Healthcare professional reported, right-side capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on june 29, 2023, with lot number 2343521. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation device and yellow particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, right-side capsular contracture, baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. - deformation observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.